Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump case would intermittently not clip securely to the customer¿s clothing. Subsequently, the pump case fell, causing multiple infusion set sites to be pulled out. Customer's blood glucose level was not impacted. The customer loaded new supplies and resumed insulin delivery.